Event description:
It was reported a patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to loosening of the stem. The modular head and stem were removed and replaced. During the procedure, the locking screw would not tighten once the proximal body was impacted to the distal stem. A new locking screw was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2013-06201 & 06220).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.